Event description:
It was reported that the user removed the ilet due to running out of supplies, used subcutaneous insulin injections, experienced hyperglycemia with a reported fingerstick high of 600 mg/dl, then restarted the ilet with new supplies and resumed insulin delivery; assistance was requested for starting a new libre 3+ sensor, and the case cause remained unclear. Symptoms included hyperglycemia without ketones. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.